Event description:
It was reported that indicated battery charge on pump dropped by 40% in a short period of time earlier in day, without any low power alerts or unexpected shutdown. There was no reported impact to the customer¿s blood glucose level. Customer received education on battery behavior and best practices, was advised to monitor system and call back if issue persisted, and a replacement charger was arranged by technical support.